Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/12/2016 that on (B)(6) 2016, that the receiver would not turn on. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were present within the date range of the reported allegation. The reported event of receiver will not turn on was confirmed during log review. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.